Manufacturer narrative:
Correction: h6 codes - type of investigation, investigation findings, and investigation findings. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant of the right atrial lead. During the procedure the lead exhibited severe noise. The physician attempted to find the source of noise by changing pacing analyzer accessories. The issue persisted and the physician suspected that the lead may have clogged with myocardial tissue. A replacement lead was used to successfully complete the procedure. There were no patient consequences.